Event description:
It was reported that insulin gauge displayed amount different than expected, as pump showed 9 units remaining while caller expected more than 120 units despite insulin being delivered and air removal and filling steps being performed correctly. There was no reported impact to the customer¿s blood glucose level. Caller reloaded same cartridge with assistance from technical support, declined recommended test bolus to update estimate, and chose to monitor pump and follow up if necessary, with no additional information received regarding further outcome.